Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-04168. It was reported that patient presented to the hospital with multiple occurrences of syncope. It was found that the episodes were due to the patient's pacemaker and right ventricular - rv lead failing to induce capture, even after raising the output to the maximum voltage. The pacemaker was removed and replaced. The rv lead was capped and replaced during the same procedure on (B)(6) 2020. The patient's condition after the procedure was stable and in recovery.